Event description:
Reporter alleged obtaining a blood glucose result in the 200s mg/dl on the active system in the morning and dosed 7 units of rapid acting insulin based on the reading. Reporter stated she tested her glucose 1/2 hr later and it was hi on the same system (greater than 600 mg/dl) and customer felt ok but called the paramedics at the time. Reporter indicated paramedics tested her glucose to be 104 mg/dl when the comparison was taken within 10 mins. No report of any actions that were taken or treatment that was received. A request had been made for the return of the suspect product and replacement product had been sent.